Event description:
It was reported that the electric dermatome produced a graft in which the medial aspect was too thin. It was reported that the outer edges of the graft were the correct thickness. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation. It was determined that the device was out of calibration. The control bar and calibration shaft were replaced. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation in 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.